Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to dp board failure of the subject device. Dp board failure might have occurred due to accidental failure or dust was accumulated inside/outside the subject device, which have accelerated the board deterioration. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject was returned to the service department of (B)(4) but has not returned to omsc. The service department of (B)(4) checked the subject device. It was found the printed circuit board failure which caused no displaying. It was also found too much dust inside the connectors of the front and rear sides of the subject device, and inside the subject device. The printed circuit board must be replaced. If the printed circuit board is replaced, the subject device will be cleaned from dust. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for the repair at the service department of olympus (B)(4), the image of the subject device was not displayed when the subject device was connected to evis 160 and 180 series videoscopes. There was no patient injury associated with this report.